Event description:
The suspect device result was 513 mg/dl. Retest results were errors and readings of 455, 424, 484 and 483 mg/dl. The user went to the hospital and their glucose was checked with a result of 90 mg/dl. Controls were in range. The device was replaced and requested to be returned for evaluation.